Event description:
Following a diagnostic angiogram for mitral valve repair workup, an angio-seal was selected for use. A pre-insertion angiogram was performed and the angio-seal was deployed. The pt was discharged home. One week later, the patient presented back with a hematoma. An ultrasound was negative for a false aneurysm. The pt was discharged home. There was no evidence of infection at this time. Two weeks after the diagnostic angiogram, the pt had an emergency admission to the hospital with staph aureous septecaemia which required IV antibiotics and ionatrope support, types and doses unknown. The pt remained unwell and was referred to surgeons. Four days after admission to the hospital, the pt underwent exploration under anesthesia for the infected groin. Surgical findings stated the common femoral artery front and side walls had disintegrated in a mass of infected tissue and was not suitable for repair. Five centimeters of the common femoral artery was excised and a vein graft was reattached. The patient was hospitalized and occasionally fevers continued. The physician does not believe the device caused the incident, but believed the event was made worse by the angio-seal. The physician suspected the ultrasound examination may have introduced the infection to the puncture entry site. The pt was taking anti-coagulant medication, type and dose unknown.

Manufacturer narrative:
No products was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the infection remains unknown. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity, when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered, whenever an access site infection is suspected.